Manufacturer narrative:
The device was returned to a zoll approved service provider for evaluation and the customer's report was observed during review of the device activity logs. However, the device was put through extensive testing including bench handling, functional stress testing, and calibration without duplicating the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed " compressor fault 3001 " message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.